Manufacturer narrative:
The investigation for this event is ongoing. Once additional information is received, a supplemental will be filed accordingly.

Event description:
It was reported on (B)(6) 2025, that an onkos screw had failed in the femoral neck region. The patient underwent a revision procedure due to this event. Additional details regarding this event is not known at this time. This event will be reported to the FDA as a serious injury, due to the revision procedure.